Event description:
The facility reported an infusion pump with a failure code 570. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event. Though requested by baxter, no add'l contact info was provided.